Event description:
The customer reported that the system locked up. It was rebooted five times before it began working properly.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.